Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right tibial vessels using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the catrx broke and a segment of the catheter became lodged inside the patient's right superficial femoral artery (sfa). The segment was pulled to the left common femoral artery using a snare and surgical cut down was performed to retrieve the segment. The procedure was then ended. There was no report of an adverse effect to the patient.